Event description:
On (B)(6) 2022, it was reported by a customer representative that a patient fell from a citadel plus bed frame at time of bathing. The patient was rolled to the side to facilitate the bathing, the patient leaned against the side rail, which was locked in the raised position. After two or three minutes, the customer staff heard a "click" and simultaneously, the patient fell to the ground and the side rail dropped. The patient had pre-existing fracture to left tibia. The customer staff suspected that re-fracture occurred therefore the computed tomography (CT) scan was planned. On (B)(6) 2022, arjo became aware that CT scan showed fracture of the femur. It was not possible to apply a cast to stabilize splints. The patient had increased medications for pain management.

Manufacturer narrative:
On (B)(6) 2022, it was reported by a customer representative that a patient fell from a citadel plus bed frame at time of bathing. The patient was rolled to the side to facilitate the bathing, the patient leaned against the side rail, which was locked in the raised position. After two or three minutes, the customer staff heard a "click" and simultaneously, the patient fell to the ground and the side rail dropped. The patient had pre-existing fracture to left tibia. The customer staff suspected that re-fracture occurred therefore the computed tomography (CT) scan was planned. On (B)(6) 2022, arjo became aware that CT scan showed fracture of the femur. It was not possible to apply a cast to stabilize splints. The patient had increased medications for pain management. The involved device was part of a rental fleet. Before the rent, which started on (B)(6)2022 (3 months before the event), the device was quality checked and passed all quality control requirements (incl. Side rail functionality). The device evaluation conducted by the arjo representative following the event showed that the side rail mechanism was seized and it did not lock correctly. It was possible to raise the side rail but it reopened under load. Instruction how to lock the side rail is described in the instruction for use 831.374.d: ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ operation of the side rails should be checked daily, if the result of the test is unsatisfactory, the customer should contact arjo or approved service agent. Following the event, the customer was instructed how to confirm if the side rail was correctly locked to avoid similar issues in the future. Sum up, the patient fell from the arjo device therefore it played role in the event. The involved system was malfunctioned (side rail did not lock correctly) therefore the device did not meet its specification. The complaint was assessed as reportable due to indication about the patient¿s fall resulted in serious injury.